Event description:
A customer reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially used a wall outlet with a tandem charging cable, but experienced issues; technical support recommended trying a different outlet, which successfully resolved the problem. A new charging cable and wall outlet were sent to ensure continued functionality, and no further assistance was required.